Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed an unknown error message of strip fill problem. Retest with new strip. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that she obtained the unspecified error message a few months prior to contacting lfs. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). The patient denied making any changes to her usual diabetes management regimen when she was unable to obtain a blood glucose result due to the error message appearing. The patient denied developing any symptoms as a result of the alleged issue however, reported attending the emergency room (ER) on (B)(6) 2015 at 11:00am where she was treated with insulin (unknown type and dose). The patient reported that a blood glucose test was performed with the ER device and a result of 212 mg/dl was obtained. During troubleshooting, the csr walked the patient through a retest and the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged error message began to appear. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 and a secondary issue of error 5 were observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4 - the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.